Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's son reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was over 600 mg/dl. The customer treated the high with the pump. The customer declined to troubleshoot at the time of call, and states they would call back if blood glucose levels did not go down. The customer was advised if the levels did not drop, to treat with manual injection and call emergency.